Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. Consumer reported complication of device insertion, not easy, took a long time and she had a painful placement. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain in abdomen, arthralgia, tiredness, asthenia, menopause complaints, drooping eyes, and fluid retention. She reported work-related problems and social activities and happiness complaints. On an unspecified date she contacted her physician and had appointments with a rheumatologist. Unspecified test was done and nothing was found. She was treated with diclofenac. On (B)(6) 2015 essure was removed, along with bilateral salpingectomy and hysterectomy. The outcome was recovered. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure was removed along with bilateral salpingectomy and hysterectomy, approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 03-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 827 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure was removed along with bilateral salpingectomy and hysterectomy, approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.